Event description:
It was reported that a participant in the ilet experience study experienced a low blood glucose event and stated a glucose value of 55 mg/dl, with cause unclear and no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term disability. Investigation included collection of additional information from the user to clarify event details and blood glucose context. Investigation of this case revealed that the cause of the hypoglycemic event could not be determined based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.